Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3703 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"), device expulsion ("essure device is seen in endometrium") and embedded device ("essure device is seen in endometrium") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of nabothian cyst, chronic cervicitis, fatigue, acne, migraine, hyperlipidemia, menstrual cramps, abnormal uterine bleeding and menorrhagia. Previously administered products included: mirena and spironolactone. The patient had a family history of depression and breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3703 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion (seriousness criterion medically important) and embedded device (seriousness criterion medically important). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery - no 12 coils were noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.87 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: neither fallopian tube opacifias with contrast essure devices unchanged in position from (B)(6) 2012 study without evidence of spillage. [Pathology test] on (B)(6) 2021: final diagnosis: a. Uterus and bilateral tubes, total laparoscopic hysterectomy and bilateral salpingectomy: cervix: - chronic cervicitis, benign squamous metaplasia and nabothian cysts. - negative for dysplasia or malignancy. Uterus: - secretory phase endometrium, negative for endometrial hyperplasia or malignancy. - unremarkable myometrium. Bilateral fallopian tubes: - fallopian tubes without significant histopathologic abnormalities. - essure devices. Gross description: both the attached left andunattached fallopian tube has [ultrasound pelvis] on (B)(6) 2021: findings: method transabdominal and transvaginal ultrasound examination uterus: endometrium: normal thickness of central echogenic stripe. Essure device is seen in endometrium. Endometrial thickness, total 5.4 mm cervix details: normal impression: there is a tube visualized within the endometrium most suggestive of a displaced essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : events "device expulsion" and "embedded device" added. Reporters information patient medical history and surgical pathology reports were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure device is seen in endometrium") and device expulsion ("essure device is seen in endometrium") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of nabothian cyst, chronic cervicitis, fatigue, acne, migraine, hyperlipidemia, menstrual cramps, abnormal uterine bleeding and menorrhagia. Previously administered products included: mirena and spironolactone. The patient had a family history of depression and breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3703 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion (seriousness criterion medically important). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: more than one related surgery - no. 12 coils were noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.87 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: neither fallopian tube opacifias with contrast essure devices unchanged in position from (B)(6) 2012. Study without evidence of spillage. [Pathology test] on (B)(6) 2021: final diagnosis: uterus and bilateral tubes, total laparoscopic hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis, benign squamous metaplasia and nabothian cysts. Negative for dysplasia or malignancy. Uterus: secretory phase endometrium, negative for endometrial hyperplasia or malignancy. Unremarkable myometrium. Bilateral fallopian tubes: fallopian tubes without significant histopathologic abnormalities. Essure devices. Gross description: both the attached left andunattached fallopian tube has [ultrasound pelvis] on (B)(6) 2021: findings: method: transabdominal and transvaginal ultrasound examination. Uterus: endometrium: normal thickness of central echogenic stripe. Essure device is seen in endometrium. Endometrial thickness, total 5.4 mm. Cervix details: normal. Impression: there is a tube visualized within the endometrium most suggestive of a displaced essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: quality-safety evaluation of ptcevent medical device removal is updated to event embedded device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3703 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.